Event description:
It was reported that the post implant, the patient developed a hematoma at the pocket site. The hematoma was drained and the leads remain in use. The patient was enrolled in a post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).